Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and audio beep anomaly on the insulin pump. The customer's blood glucose was 95 mg/dl. The customer stated that the pump kept erroring out and told her to do a two hour battery shut down. The customer stated that she waited two hours to put a new battery in the pump and the setting time and date as the tone had gone away. The keypad froze and the constant tone came back. The customer inserted a new battery and it did not restore normal pump function. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a frozen screen and a constant audio alarm; the problem was isolated to mother board; unable to perform any test or verify keypad anomaly due to frozen screen. However, the insulin powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.